Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was in the emergency room for an unknown issue, and the hospital communicator was unable to read the patient's implantable cardioverter defibrillator (ICD). The error message indicated "reading data failed." There was no further information obtained from the field representative, and the patient is not followed on remote monitoring. The ICD remains in-service. No adverse patient effects were reported.